Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). This is a combined initial + final report which includes investigation findings. The complaint for valve does not seal on annulus, significant leak flow observed (pvl) was confirmed with objective evidence via procedural imaging. No manufacturing non-conformities were identified from the imaging evaluation. Available information suggests that procedural related issues (pinning of the posterior leaflet, at least 2 anchors) may have contributed to the event.

Event description:
Edwards received notification of an evoque in tricuspid position where based on echo assessments, the evoque valve was deployed coaxial with adequate leaflet capture noted. The implanting physicians were comfortable with the height of the anchors before release. Once the valve was released from the delivery system, the septal side moved atrial and a significant pvl (paravalvular leak) jet was noted on the posterior portion of the septal leaflet near the pm (pacemaker) lead. The area of pvl on tee (transesophageal echo) was documented and evaluated, as well as the pacemaker lead versus anchor interaction was investigated with fluoro lao views. The final pvl result graded by the echo physician was moderate to severe with what appeared to be 3 anchors not having adequate leaflet capture. During the index procedure following valve deployment, the valve migrated toward the atrium septally at the pm lead site. The delivery system was still in the right ventricle when the valve movement happened. It had not been retracted back yet. Later, additional information was received from clinical safety that stated there was severe pvl. The patient has a scheduled explant procedure on (B)(6) 2024.

Manufacturer narrative:
This is a supplemental report to update the h6: type of investigation codes. Final report with investigation findings was already submitted in the previous report.